Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer.(B)(4).

Event description:
The customer reported that the carto3 displayed an error 8 message. The system had functioned normally during the right atrial flutter line ablation but once the physician went transseptal the error 8 appeared. The customer exited and resumed the study but was not able to pace. The customer rebooted the system and after this a 1201 error was also noted. This would display intermittently with loss of ic and bs ecgs on the carto3 and recording system. The procedure was completed but the customer feels that the system should be checked. Additional information provided by the customer on (B)(6) 2011 confirmed that they lost all signals (ic and bs) from both carto and recording systems during the procedure making this event reportable.

Manufacturer narrative:
(B)(4). Contact section was corrected. Contact name was updated. The system reported was checked. ECG tests were performed and it was successfully completed with no errors. Also patient simulator signal was induced in the suspected ports and clean signals were observed during pacing on both c3 and recording system. Customer reported that next procedure was completed without any problem. Complaint condition was not confirmed. DHR review was performed and no anomalies were noted in manufacturing or service. Management is notified of fail have been identified at this time, therefore no CAPA is requested at this time.